Event description:
This valve was explanted due to pannus. According to the op report, at explant, leaflet motion appeared "normal". The sewing cuff was "intact" and "covered with thick pannus". The aortic valve was removed with "great difficulty" and sjm 19aj-501, was then implanted. A sjm mitral valve (2648612-2001-00057) was also explanted during this procedure. The pt could not be weaned from bypass and expired in the or.